Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2020 wherein a new lead was added to the system. Reportedly, patient had adequate therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Patient did not have adequate coverage of the target pain area. Reprogramming was unable to address the issue. Impedance readings were normal. As such, surgical intervention may take place at a later date to address the issue.